Manufacturer narrative:
As stated, this report is being submitted as follow-up #2 for mfg. Report # 9681835-2015-00020 to provide the retention sample evaluation. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation was based on the user facility information and three retention samples from the following lot numbers 150413s, 150417s, 150420s, 150609s and 150611s. It was confirmed that the safety cover shielded the tip of the inner needle normally on all fifteen retention samples. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the inner needle was removed at an extreme angle while being rotated or the needle was reinserted into the catheter after the safety cover was activated. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report # 9681835-2015-00020 to provide the retention sample evaluation.

Manufacturer narrative:
The actual device has not been received by the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the manufacturing inspection records and device history records for the last six months was conducted with no relevant findings. The device labeling does address the potential for such an occurrence in the instructions-for- use with statements such as the following: " for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly". Do not attempt to re-insert a partially or completely withdrawn needle". (B)(4). All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a nurse incurred a needle stick. Follow up communication with the user facility reported: after placing the catheter, the nurse attempted to dispose of the needle into the sharps container; at that time, the nurse touched the tip of the inner needle by mistake and incurred a needle stick on the middle finger of the right hand; when the nurse checked the needle condition in the sharps container after the needle stick, the safety cover did not shield the tip of the inner needle; when the nurse tried to take out the inner needle from the sharps container the safety cover shielded the inner needle; the nurse was tested for hiv, hbv, and hcv; it was reported the nurse was uninfected; no harm to the patient; and it was reported both the patient and the nurse are fine.

Manufacturer narrative:
This report is being submitted as follow up # 1 for mfg. Report # 9681835-2015-00020 to provide a status of this report. The investigation has yet to be completed. A follow up will be sent within 30 days of this report being sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up # 1 for mfg. Report # 9681835-2015-00020 to provide a status of this report.